Event description:
Cook 5 french open-ended ureteral catheter (ref # (B)(4), lot # 7600677) broke in half inside the patient after it was used in the right ureter for a (B)(6) study. As it was removed, it fractured in half in the urethra. The broken portion was retrieved from the patient using an alligator grasper. No injury to the patient.